Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. When the patient presented for follow-up in prior week, erosion was noted at pocket site. The patient will be monitored.